Event description:
It was reported via facility medwatch mw5101523 that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.